Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 240 mg/dl, 140 mg/dl, and 108 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.